Event description:
It was reported that the patients ipg would not hold its charge following an non-device related back surgery. It was mentioned that the ipg was damage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.